Manufacturer narrative:
(B)(6) 2015 12:43 pm ((B)(4)) added by (B)(6) ((B)(4)): maquet medical systems, USA submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary (B)(4). Maquet cardiopulmonary (B)(4) is aware of similar complaints showing a similar malfunction. These products have been tested. A visual inspection and a tightness test were performed. During tightness testing leakage from upper luer lock on blood outlet side could be confirmed, most probable caused by a crack. Our review of the quality control process indicated that a 100% functional inspection for leakage is conducted during manufacturing. This should be adequate to detect products that do not meet the performance specifications prior to release for final packaging and sterilization. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process.

Event description:
It was reported the device was leaking from the de-airing port (near the "top" of the oxygenator) on the arterial side. The original cap was changed out and the device still leaked from this port. This circuit had been primed for four days and it appears it has been leaking for those four days. No patient involvement. (B)(4).